Event description:
Attorney reported: in 2001--the patient underwent a hernia repair procedure with placement of a composix kugel mesh patch. Within several weeks of the implant the patient began to suffer consider abdominal pain, nausea, bowel problems, stomach bloating and chronic infections resulting in a non-healing wound with significant pain. In 2008--after continuous non-invasive attempts to heal the infections the patient went to the hospital, in which time the patient's doctors removed the mesh patch. In 2008--the patient's condition never improved after the mesh explant. The patient passed away.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow-up report when/if product is returned for evaluation or additional information becomes available.